Manufacturer narrative:
The device used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection found no visual issues. The functional evaluation was performed. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error state for safety reasons due to a sudden pressure drop. A component failure has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that patient used the pico for one day and then all the alert lights came on and did not want to go away. There was no significant delay, procedure was completed with a smith and nephew back up device and no harm or injury reported.